Event description:
Mhra notified mhc that a patient in the UK experienced a full thickness burn while using an easy warm blanket during surgery. The patient underwent surgery; easywarm blanket applied. A few days later a blister was observed that is confirmed to be a full thickness burn. Additional information received 19sep2024 reporting the customer (facility) is refusing to provide additional information regarding the batch number and usage information. The only additional information received is the patient sustained a full-thickness burns and is booked for surgical debridement of the wound (B)(6) 2024.